Event description:
"The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that there is no pressure coming from the device with an error code service required. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was reproduced, screen with scratches, button scratches, pca burned, solution pollution ds2 reusable pollen filter. Device was routed to scrap. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed."